Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was high. The customer was treated with intravenous insulin in the emergency room and was released that day. The customer indicated that an occlusion had occurred and was not sure if the cause of the high bg was related to the pump or the supplies and may be related to stress. The customer declined tandem technical support's offer to trouble shoot to determine a possible cause of the occlusion. The customer reverted to a non-tandem pump for diabetes management.